Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, at 133630 joules and 32 minutes, the laser beam forward fired. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, at 133630 joules and 32 minutes, the laser beam forward fired. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified there were no damages or defects observed. The control knob was attached & aligned and could rotate the fiber. The glass cap exhibited mild devitrification, which is a normal degradation, this occurs through use of the fiber and should not be considered a failure mode. The fiber was functionally tested with the hene (helium-neon) laser fixture. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Based on analysis results the fiber showed signs of normal usage and there was no fiber damages identified that could have caused or contributed to the reported. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, at 133630 joules and 32 minutes, the laser beam forward fired. Due to this, the procedure was completed using another device. There were no patient complications.